Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Investigation has been completed based on current info. No further action is warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) exchange, it became necessary to exchange this lens also. The iol was replaced by a different model lens. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second lens.